Manufacturer narrative:
The device was not returned, however, a picture was provided for evaluation. The visual inspection of the provided picture showed the heparin line was disconnected from the access line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy, the heparin tube joint of one unit of prismaflex m150 set c fell off. There was no patient injury or medical intervention associated with this event. No additional information is available.